Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device has an error message. It is unknown if there was patient involvement.

Manufacturer narrative:
This complaint was created by accidentally by the call care center. This is not a complaint according to the call care center manager.

Event description:
This complaint was created by accidentally, there was no device issue. There was no reported patient involvement.